Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A customer reported infection and a series of surgeries that ended up with amputation of two toes with bones after medihoney use due to diabetic ulcer of right midfoot associated with type 2 diabetes mellitus. Medical assessment.